Event description:
Per the clinic, the patient experienced non-auditory sensation with stimulation, leading to device non-use (exact date of onset unknown). The implanted device remains. There are plans to explant the device due to a medical need for an MRI, however it is unknown if this has occurred as of the date of this report, (B)(6), 2012. It is unknown if the patient will be reimplanted with another device.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; as of the date of this report patient has not been reimplanted. (B)(4).